Event description:
The user facility reported that a patient presented with complaints of back pain. Pyelonephritis, sepsis, and elevated troponin were noted. The patient was taken for percutaneous coronary intervention of the left anterior descending artery. However, the patient became unstable. The decision for an impella cp was made and was placed successfully. The impella cp was started in auto then decreased to p4 due to suction alarms. The patient taken to intensive care unit on support. It was noted that the impella cp was weaned and explanted due to positive blood cultures and continued sepsis. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist, section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿